Event description:
Event description guidant received information that during explant of the patient's original implantable cardioverter defibrillator (ICD) for normal battery depletion, the chronic implantable transvenous defibrillation lead, implanted 9 years, exhibited low impedance measurements after delivery of two induction shocks. Pre-induction, using the pacing systems analyzer (psa), lead measurements were within normal limits. Post-induction, the shock impedance was less than 20 ohms and the pacing impedance was less than 200 ohms. The above noted ICD's were not implanted due to the low impedance measurements after delivery of the induction shocks and a "popping" sound heard at shock delivery.